Manufacturer narrative:
Investigation summary: one actual sample was received by our quality team for evaluation. The actual sample was subjected to visual inspection. A damaged valve (rupture) was observed through the injection port of the returned sample; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. Example of how that could happen includes the patients arm being is a bent position obstructing the catheter fluid path. However, as it is unclear how the product has been used, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that "x-ray contrast" leaked from beneath the bd venflon¿ pro safety shielded IV catheter cap during use. The following information was provided by the initial reporter, translated from dutch to english: "leakage from under blue cap (x-ray contrast)".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "x-ray contrast" leaked from beneath the bd venflon¿ pro safety shielded IV catheter cap during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage from under blue cap (x-ray contrast)."